Event description:
It is reported that surgery was delayed when the drill could not drill past the nail. On the 2nd attempt, the drill bit broke. The surgery was converted to a plate.

Manufacturer narrative:
This report will be amended when our investigation is completed.